Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a different model valve of the same size. The reason for the explant was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the intervention was due endocarditis of the bioprosthetic valve. The physician reported that this patient is an IV drug user. If information is provided in the future, a supplemental report will be issued.